Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported the cycler alarmed during treatment. Patient found fluid leaking on the floor and in the cycler after treatment was completed. The patient's peritoneal dialysis nurse (pdrn) has been notified. The set was discarded. During follow up, the patient's peritoneal dialysis nurse (pdrn) reported there were no serious injuries or complications. The patient's effluent remained clear. No adverse event reported at this time.